Event description:
It was reported that the colonvideoscope device was unable to release the enlargement. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water supply nozzle is corroded. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.